Event description:
Additional information received indicated that after at least six times of programming patient requested device to be removed. It was noted that a few months has passed since patient spoke with a representative and told her he wanted it removed. It was indicated that every time it was programmed it lasted a few days then it would not do any good for the patient and wanted it removed. The patient was unhappy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lb5g, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received indicated that after at least six times of programming patient requested device to be removed. It was noted that a few months has passed since patient spoke with a representative and told her he wanted it removed. It was indicated that every time it was programmed it lasted a few days then it would not do any good for the patient and wanted it removed. The patient was unhappy.

Event description:
The patient experienced a loss of therapeutic effect. The patient also mentioned that the implantable neurostimulation (ins) therapy worked for him 2-3 times then stopped. The representative had reset it twice; it works for a little while then becomes ineffective. The patient was not sure if he told the representative in 2014 or 2015. The patient mentioned that he talked to representative about explant 2-3 months ago. It was later reported that the implantable neurostimulator was not working. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.